Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316 lot #: 15727565 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was having other issues and the explant procedure might not be scheduled. No device malfunction was suspected. No further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.